Event description:
Per the surgeon's report, this patient's transmitting coil was not attaching to the implant. An x-ray was taken and showed that the internal magnet had migrated. The surgeon explanted the device and reimplanted the patient with new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.